Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit power up properly after battery installation. Unit passed self test and displacement test. Adjusted the brightness option from 1 to 5 and display adjusts accordingly. No backlight anomaly noted during testing. However, unit failed sleep current measurement and detail trace displays charge/battery lasts less than expected. Battery/power anomaly problem is isolated to pcb 2. The following were noted during visual inspection: cracked keypad overlay, faded serial number label, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had back light anomaly on screen. Customer assisted with self test. Customer stated that insulin pump passed the test. Customer stated that insulin pump had replace battery now alarm. Customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that new battery resolved the issue. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.